Event description:
It was reported the nursing staff requested the replacement of the power PICC 3cg mono lumen 4fr catheter. Sherlock ref.: 4174118, due to non-conformity in the aforementioned material. Additional information received: it was reported that the introducer sheath tip was damaged. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/health professional? No. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc)? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the sheath was observed to be damaged and flared slightly. A microscopic observation revealed the edge of distal tip of the sheath was buckled and folded back with a split at one corner and plastic deformation at the other corner. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use.

Event description:
It was reported the nursing staff requested the replacement of the power PICC 3cg mono lumen 4fr catheter. Sherlock ref.: (B)(4), due to non-conformity in the aforementioned material. Additional information received 10/27/2021: it was reported that the introducer sheath tip was damaged. Was the reported incident noticed before, during or after use? Before was there any harm to the patient/health professional? No. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc)? No.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep2880 showed no other similar product complaint(s) from this lot number.